Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during a revision procedure. It was noted that instrument fracture did not cause any problems with the surgical procedure. No adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The tibial plate provisional was returned. The signs of repeated use was identified (nicked and gouged). The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the tibial plate provisional fracture can be attributed to wear and aging over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.